Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 5 and 24 hours. Investigation of the pod found a tear in the external portion of the cannula. The device was originally reported for leaking during wear and that patient bleeding at the infusion site (abdomen).

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Blood was observed on the adhesive pad and inside the soft cannula of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.